Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device passed away at home while in bed. There were no allegations directly related to the performance nor functionality of the device however, no device history aside from an electrogram review were completed. The strips leading up to the time of death, illustrated device pacing with some loss of right ventricular capture. The patient had non boston scientific leads, a long qt syndrome and subsequent ventricular fibrillation, lasting around 40 minutes. A review of the patients medical history showed a high threshold at the time of device change out which did result in a programming adjustment to ensure an adequate safety margin. It was however noted that within the last two years, the outputs had been lowered to 2.0v at 0.4 ms. It has been requested that device data history be reviewed to assess device performance; to date no device nor data disk has been secured for any further review. A case review by boston scientifics technical services (bsc ts), to include an egm from the episode on (B)(6) 2021, was conducted. The beginning of the episode showed a paced rhythm. A few seconds into the egm, paced beats with loss of capture were noted. Later in the episode, there was onset of a sustained, fast, ventricular tachyarrhythmia. The device appropriately stopped pacing once this intrinsic ventricular activity was detected by the device. Loss of capture root cause was unable to be confirmed; device data review conducted by bsc ts noted that the pulse width had been programmed to a lower value and it is possible that this lower pulse width value may not have been sufficient to adequately capture the patients heart. No return of product is expected and no evidence of a product performance issues as a contributor in the patients death.

Manufacturer narrative:
This event will be further updated should additional information be received.

Event description:
It was reported that the patient with this device passed away at home while in bed. There were no allegations directly related to the performance nor functionality of the device however, no device history aside from an electrogram review were completed. The strips leading up to the time of death, illustrated device pacing with some loss of right ventricular capture. The patient had non boston scientific leads, a long qt syndrome and subsequent ventricular fibrillation, lasting around 40 minutes. A review of the patients medical history showed a high threshold at the time of device change out which did result in a programming adjustment to ensure an adequate safety margin. It was however noted that within the last two years, the outputs had been lowered to 2.0v at 0.4 ms. It has been requested that device data history be reviewed to assess device performance; to date no device nor data disk has been secured for any further review.